Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). 3004753838-2025-214211 was reported in error. Please disregard the device returned to MFR and date device returned on the initial submission, as rga was not set up until 8/9/2025 and product did not return on the initial MDR.

Manufacturer narrative:
(B)(4). D10: concomitant medical products - correction. H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). D10: concomitant medical products - correction. H2: correction.

Event description:
Subsequent to the intial MDR, a correction is required.